Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, distal hypotube, sleeves and tip coil were deployed from catheter distal tip. The pipeline flex was pushed out from catheter lumen without any issue. No bend or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. However, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when using a dense mesh stent to treat an aneurysm, the stent tip could not be opened. After multiple attempts, the stent still could not be opened. After withdrawing the system and replacing it with a new stent and catheter, the operation was successfully completed. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for dense mesh stent for aneurysm treatment of a saccular, unruptured c6 aneurysm with a max diameter of 6.7mm and a 5.7mm neck diameter. The access vessel was the femoral artery with a diameter of 5.4mm. The landing zone was 4.8mm distally and 4.7 proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was normal blood vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was the distal end of the pipeline which failed to open. The pipeline stent was not positioned in a vessel bend. Aside from resheathing and redeployment, no other steps or device were reported to be used to open the pipeline.